Manufacturer narrative:
(B)(4). Batch # t5cz0w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge reload not loaded on the device. The cartridge was received fully fired, with the pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open right hemicolectomy, the cartridge could not be removed from the jaw after the 3rd firing of feea. The device was used on the colon. Another psee60a loading a gst60d was used to complete the case. There were no adverse consequences to the patient. After that, the gst60b could be removed from the jaw of the complaint psee60a, but the cartridge pan was left inside the jaw.